Event description:
The device was explanted due to non-auditory percepts. The device passed all electrical tests confirming correct device function.

Manufacturer narrative:
This report is filed on february 20, 2020. (B)(4).

Manufacturer narrative:
This report is submitted on december 2, 2019.

Event description:
Per the surgeon, the patient experienced facial nerve stimulation. The device was explanted (B)(6) 2019 and the patient was reimplanted with a new device.